Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 37 days of data (02aug2020 ¿ 08sep2020 per the timestamp). The log file captured no external power alarms on 19aug2020 from 2:24:32 to 2:24:33 and on 07sep2020 at 3:33:41 due to temporary losses of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The losses of external power did not affect the controller¿s ability to operate the pump at the set speed. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. Additional information provided indicated that the losses of external power were most likely due to losses of power in the home while the patient was connected to the mpu. The account communicated that no further issues have been reported, and no equipment will be returned for evaluation. Although not conclusively determined, the reported event appears to have been due to brief power outages at the patient's home. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11jan2016 in customer order (B)(4). Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced no external power events. The patient states power went out early morning, but only went out on her mpu. The patient noted a no external power alarm. She states the bathroom light and tv were still on. She lives in an apartment, so does not know if circuit breaker was tripped. Patient was given locking power cable at last visit, states was securely plugged in. States no yellow wrench on mpu and she has used it since without alarm.